Manufacturer narrative:
(B)(4). The ipg and leads were received for analysis. There was no allegation of any issue with the ipg's functionality. Visual inspection observed no damage or anomalies with the received ipg. The ipg passed functional testing and performs properly. There was no allegation against the functionality of the leads. The leads were received cut into two segments. The cut damage is assumed to have occurred during explant. No other damages or anomalies were observed throughout the leads. Functional testing could not be performed because both leads were received cut into two segments. The patient is going through a difficult time in life and has decided to have the device explanted rather than relocate the ipg. Other device explanted model: 8145 description: reactiv8 implantable stimulation lead serial numbers: (B)(6). UDI #s: (B)(4). H6 updated.

Event description:
It was reported that the patient underwent explant surgery due to the patient's allegation that the implantable pulse generator (ipg) had moved and was causing pain. There was no report of patient harm or injury. The device was explanted without any complications.

Manufacturer narrative:
Mml # (B)(4).

Event description:
It was reported that the patient underwent explant surgery due to the patient's allegation that the implantable pulse generator (ipg) had moved and was causing pain. There was no report of patient harm or injury. The device was explanted without any complications.